Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2021. Nine days after the sensor was inserted, the patient had a skin reaction with burning and redness under the entire sensor patch. She saw a physician¿s assistant on (B)(6) 2021, who advised her to take claritin (over the counter (otc) oral antihistamine), prednisone (prescription-only oral steroid) and benadryl (otc oral antihistamine). At the time of the report the symptoms were still present. No additional patient or event information is available.